Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a discordant falsely depressed carbon dioxide (co2) result obtained on the dimension vista 500 instrument. Siemens headquarters support center (hsc) evaluated the instrument data and completed the investigation of the event. No instrument process errors were observed. Quality control was within acceptable range. No product non-conformance was identified with the instrument or reagent. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed carbon dioxide (co2) patient result was obtained on a dimension vista 500 system. The initial result was not reported to the physician(s). The same sample was reprocessed on the same instrument and higher results were obtained. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed co2 result.